Manufacturer narrative:
Device investigation narrative - one service replacement powermax elite motor drive unit, part number 72200616s was received on april 10, 2017 and confirmed to be serial number (B)(4). A functional evaluation was performed and the returned device presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution as a service replacement on or about january 04, 2012. Mdu was manufactured on march of 2010 and has had no repairs. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. The complaint investigation has concluded that the device is over 7 years old and has exceeded its recommended service life limit and has succumbed to expected wear and tear. No containment or corrective actions are recommended at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mdu was getting warm. This was noted before the procedure began and a backup device was available to conduct the procedure. No patient or user impact was reported.